Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, a symptomatic rectocele, a weakened rectovaginal fascia, and a cystourethrocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision and excision on (B)(6) 2012 due to vaginal pain, stress urinary incontinence, and pelvic organ prolapse. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient underwent a mesh revision and excision on (B)(6) 2012 due to vaginal pain, sui, pop. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01900. The same patient is represented in each medwatch.